Event description:
It was reported that the patient's left arm experienced swelling due to subclavian occlusion. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.